Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
The device was not returned. Medical records were provided and reviewed. Based upon the medical records provided, the complaint investigation is confirmed for the reported event. Based on the available informatio, the definitive root cause is unknown.

Event description:
It was reported that approximately three years after implantation of a vena cava filter, CT images demonstrated a tilted filter with filter limbs perforating the ivc wall. The filter was surgically removed. The patient was reported to be in stable condition following the surgical procedure.

Event description:
It was reported that some time after implantation of a vena cava filter, ivc perforation and filter tilt was discovered. The filter remains implanted. There was no reported pt injury.